Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, the stent was stuck on the inner catheter and failed to deploy. There was no damage or other visual issues noted with the stent. The procedure was completed with a different device. There were no patient complications or injuries reported as a result of this event. This event has been deemed reportable based on the investigation results: the stent was kinked and deformed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The investigation result of stent kinked. Investigation result of stent deformed/collapsed. Visual evaluation of the returned device found the stent was kinked and bent along the drainage holes on the proximal pigtail. The proximal tip was deformed and crushed. The push catheter was buckled and kinked in several locations. Functional evaluation of the delivery system found the guide catheter would extend and retract during actuation. Attempts to deploy the stent failed. Buckling in the push catheter and resistance were encountered during stent deployment. The noted damage are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context.